Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion with sepsis. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The infection allegation could not be confirmed by the laboratory analysis. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for the infection-related allegations.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and erosion with sepsis. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead, right atrial (ra) lead and previously capped right ventricular (rv) lead were explanted. Reportedly a temporary neck pacemaker was also implanted on the same day. Additional information indicates that the rv lead was returned severed. No additional adverse patient effects reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and erosion with sepsis. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead, right atrial (ra) lead and previously capped right ventricular (rv) lead were explanted. Reportedly a temporary neck pacemaker was also implanted on the same day. Additional information indicates that the rv lead was returned severed. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The infection allegation could not be confirmed by the laboratory analysis. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product was not able to provide relevant information for the infection-related allegations.